Event description:
"After insufflation via versus needle; 5 mm separator was introduced into upper abdomen and under visualation it was noticed that the colon had been perforated. Surgery was converted to open." Case was converted to open-bowel closed, no leakage of bowel contents. Case was concluded successfully. The pt is doing fine.

Manufacturer narrative:
In the absence of this subject device, it is not possible to determine the cause and failure mode. We have reviewed the device history record of this device and found no deviations or discrepancies in our standard mfg and testing procedures. As a result, we are concluding our investigation and closing this incident file.